Event description:
The customer reported that the system did not xray and the screen turned all white when you try to take a fluoro shot. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired a bent pin on the interconnect receptacle. The system operates as intended.